Manufacturer narrative:
The pt was discharged to home following the incident. On 1/9/07 gambro, us technical services inspected the machine. The pt sensor led, pt sensor and air bubble detector alarm were verified and found to be within MFR's specifications. The machine remained in use and was used for other treatments without incident.